Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records

Event description:
Consumer stated tampons would fall apart upon removal. Consumer states she had vaginal discharge and odor. Consumer saw a doctor to verify all pieces were removed, was diagnosed with a yeast infection and bacterial vaginosis, and prescribed flagel, tercomizol dyfluken and boric acid.